Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "system error 322" was reproduced. A review of the event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch to be intermittent. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: during evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available. Correction h11: the device was received for evaluation. During evaluation, the device alarmed system error 322. The cause was identified to be an intermittent lower link switch. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.